Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was above 30 mmol/l and the current blood glucose level was 24.7 mmol/l. Customer stated that the insulin pump had an insulin flow blocked alarm. The customer reported insulin exits with the fill tubing and the insulin pump was working as designed. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.